Event description:
A nicu nurse loaded an IV tubing set backwards on a spectrum pump and started infusion on a pt. Within 15 minutes, the nurse observed blood backing up into the IV line a few inches from the pt's umbilical catheter which lead to the discovery of the IV set in backwards. The nurse stated the pump did not alarm to alert the set was in backwards. There was no pt injury.

Manufacturer narrative:
The spectrum infusion pump intended to be used in conjunction with intravenous administration sets as listed within the spectrum user manual. This set being used (B)(4) was listed as acceptable in the spectrum's user manual. The spectrum user's manual states on page 6 under key operating points: follow all prompts. Load sets properly. To open the pump door, insert the gravity IV set's slide clamp fully into the keyhole. Load tubing tautly, from top to bottom in loading points 1, 2, 3, and 4, following the red/green prompts. Push the door closed in the two door hook areas. Open the slide clamp by pulling it straight up, while holding the tubing around it down...and again on page 18 under set loading: open the pump door by inserting the slide clamp into the keyhole (loading point #1) and pressing down until the door opens. Load IV set tubing into the tubing channel. Loading must be from the top to bottom of the tubing channel and the tubing should be taught. Load the tubing into loading point #2 and then loading points #3 and #4. Note direction of flow label from IV container to pt behind pump door. As with all infusions, the clinician should check the flow in the drip channel of the IV set to ensure proper flow which would indicate a proper tube load. This method, as well as proper loading, is presented during clinician training as user facilities. Sigma continues to create additional instructional material to use as a visual reference for tubing loading.